Event description:
Information received by medtronic indicated that insulin pump had crack and damaged screen and had no display. No harm requiring medical intervention was reported. Troubleshoot was performed and the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Pump received with a blank display. Unable to perform the displacement test, sleep current test, active current test, and self test due to blank display. The pump was cut open to perform a visual inspection and found cracked lcd glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay cracked glass. Blank display confirmed due to cracked lcd glass. Cosmetic damage was confirmed.